Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia and the insulin pump was under delivering. The customer¿s blood glucose level goes up to 300 mg/dl to 400 mg/dl at night and was treated with manual injections. The customer¿s current blood glucose was 167 mg/dl. The customer alleged that the insulin pump was under delivering as the blood glucose goes high at night. The drive support cap appeared normal or slightly indented. The customer¿s other blood glucose were 92 mg/dl and 297 mg/dl. The customer reported that they feel okay for troubleshooting. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer reported that they have a back-up plan available. The customer was advised to change entire set, reservoir and insulin and treat per healthcare professional¿s instructions. The insulin pump will not be returned for analysis.